Event description:
I had prk eye surgery through the (B)(6) in 2006 and ever since the surgery I have been suffering from severe dry eye in both eyes. Sometimes in the middle of the night I will be woken up to a severe stabbing pain in my eye caused by a dry spot on my eyes due to scabbing over and when the scab is opened due to eye movement the scab breaks causing this stabbing pain. I have been to a few ophthalmology doctors only th hear there's nothing that can be done other than to use a prescribed sodium chloride ophthalmic ointment usp, 5%. The ointment helps but on occasion I forget to apply before going to bed. The result is severe pain and the lack of ability to drive to work until the ointment relieves the problem. The only other problem with my prk surgery is that I developed mono vision to where the surgery was only somewhat successful in one eye. If I had the choice today knowing what I now know, I would not have had the surgery and just wear glasses. Today, (B)(6) 2015, I had to stay home from work to treat my eyes due to the above problem.